Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the similar phenomenon, there is the possibility that the reported phenomenon was attributed to failure in the camera cable due to aging deterioration and/or stress of device handling.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image failure occurred due to the camera cable movement during the unspecified timing. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.